Event description:
It was reported that the patient underwent an unknown procedure where electrocautery was used close to the device. It is believed that the lead was damaged by the electrocautery, resulting in inappropriate therapy to the patient. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.